Event description:
Complainant alleged that during a routine shift check by a clinician, the unit did not power up. The complainant indicated that there was no pt involvement in the reported malfunction.